Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic. The lead exhibited noise reversion resulting in several inappropriate auto mode switch episodes. The noise was not reproducible in clinic using provocative testing. No medical intervention was performed and the patient would be monitored closely.

Event description:
New information stated that the right ventricular lead continued to exhibit noise. Source of noise was unknown. No intervention was performed. The patient would continue to be monitored.